Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing episodes showing what was believed to be non-physiologic noise. An rv lead extraction procedure was planned, and the rv lead was replaced. No patient complications have been reported as a result of this event.